Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, d3, e1 (title, name, institution, phone), g1.

Event description:
Healthcare professional reported "previous sub glandular saline breast implants, developed capsular contractures". This record is for left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "previous sub glandular saline breast implants, developed capsular contractures". This record is for left side. Device has been explanted.